Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Event description:
Received additional information from the surgeon who described the event as "routine case" and the likely cause of the event as " patient is experiencing negative dysphotopsia". The patient is currently on artificial tears and restasis".

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
The consumer reported that she experienced blurry vision, severe glare and bright right arcs post bilateral implants. Reportedly, the vision in the right eye is blurry, the glare in the right eye is worse than the left eye and yag procedure was done without improvement. The reason and the date for yag were not provided. Additional information has been requested, but has not been received. This report references the patient's right eye.